Event description:
The facility representative contacted a technical service representative to report an ipump with keypad issues, stating "the left and right arrow keys do not work on occasion." It is unknown when this event occurred, but occurred in "nicu". The facility representative did not know if there were any reports of patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an ipump with a "the left and right arrow keys do not work on occasion" issue was not confirmed nor reproduced during product evaluation. The assignable cause was not determined. However, there was an ancillary problem within the same grouped problem code as the reported problem. The service documentation review and the parts tracker within the service report confirmed the component replacement. The cause was a damaged front case. The front case was replaced to correct this condition. Additional information: a service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.